Manufacturer narrative:
E1. Zip code continued: (B)(6) visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Lymphadenopathy : unable to observe as it is a medical event that is not related to the device. Seroma-late : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, rupture, pain.

Event description:
Healthcare professional reported right side device rupture, "periprosthetic seroma measuring 11 mm, reactive lymphadenopathy in the right axilla" diagnosed by MRI, "pain" and "variation in form." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening posterior assessed as an unidentified (tear) opening (shell thickness within spec). ¿ seroma-late: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side device rupture, "periprosthetic seroma measuring 11 mm, reactive lymphadenopathy in the right axilla" diagnosed by MRI, "pain" and "variation in form." The device has been explanted and replaced with a non-allergan device.